Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed four (4) times but could not be positioned properly. The physician downsized to a new 24mm wds. The new closure device was successfully implanted in the laa of the patient. After the closure device was released in the patient a linear thrombus was seen extending from the center of the closure device. There was no additional treatment or intervention for this event. The plan was to continue to give the patient heparin and bring them to recovery. No other complications were reported to have occurred as a result of this event.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed four (4) times but could not be positioned properly. The physician downsized to a new 24mm wds. The new closure device was successfully implanted in the laa of the patient. After the closure device was released in the patient a linear thrombus was seen extending from the center of the closure device. There was no additional treatment or intervention for this event. The plan was to continue to give the patient heparin and bring them to recovery. No other complications were reported to have occurred as a result of this event. It was further reported that transesophageal echocardiogram (tee) imaging was performed prior to the patient being discharged. The tee imaging showed that the thrombus had resolved and was no longer present. The patient has since been discharged from the hospital fully recovered from this event.